Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast reconstruction primary with a saline mentor breast implant of unknown type and experienced deflation on the right breast implant. As a result, the patient had undergone explantation on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018 this event took place: on (B)(6) 2018, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. In addition, the date problem observed was (B)(6) 2018. The implant was partially deflated. The replacement device was saline mentor smooth round spectrum 475cc. The left breast was not affected. The patient date of birth is (B)(6) . The due date to FDA was reported incorrectly. The actual due date was 07/18/2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/18/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. In addition, the date problem observed was (B)(6) 2018. The implant was partially deflated. The replacement device was saline mentor smooth round spectrum 475cc. The left breast was not affected. The patient date of birth is (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) hispanic female patient underwent a breast reconstruction primary with a saline mentor breast implant of unknown type and experienced partial deflation on the right breast implant. As a result, the patient had the device removed and replaced with a saline mentor smooth round spectrum 475cc on (B)(6) 2018. The left breast was not affected. The device was received at mentor without fluid. White material was observed within the device and on the shell surface. Upon initial inspection, was observed a rent at the valve. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).